Event description:
The nurse reported the displays went off during the case. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the display was blank. The voice touchscreen was okay. The inverter board was replaced. The system was then tested and met all product specifications. The inverter board has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).